Manufacturer narrative:
(B)(4).

Event description:
The device system was removed due to infection. The pt was re-implanted with a new system in (B)(6) 2011. Additional information has been requested, a follow-up report will be sent if additional information becomes available.